Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to the video provided by the customer, blood was observed around the hub of the device; however, the valve position cannot be observed and no other damage could be observed. The potential cause of the leakage observed could not be conclusive determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and blood leakage from the hemostatic valve was encountered. It was reported that before the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information received indicated the hemostatic valve did not dislodge outside the hub and the brim cap did not detach from the sheath. Blood loss volume was 5ml.